Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event; however provided info stated poor device positioning was a contributing factor. Add'l provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address instability due to the tibial component having been implanted with excessive slope.